Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and manufacturers were referenced in the article, but with no manufacturer device/product failure c orrelation/serial numbers. The gender of the baseline characteristics is female and the baseline age is approximately 7 years old. Possible models could include: 10366, sp 2139, 2823, 10366, sp 2139, 2823. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of longevity, pacing, and sensing characteristics of steroid-eluting epicardial versus conventional endocardial pacing leads in children. Journal of thoracic and cardiovascular surgery 1999;523-528.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths. The author noted one patient died due to ventricular fibrillation and one patient died due to fungal endocarditis with organ failure. It was additionally reported lead revisions were required due to pocket infections, exit block and connection issue. The status of the leads is unknown. Further follow up did not yet yield any additional information.